Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion is located in a severely tortuous and severely calcified artery. A 10mm x 2.00mm wolverine coronary cutting balloon was selected for treatment. During the procedure, it was noted that the balloon ruptured. The device was removed normally, and the procedure was completed with another of same device. There were no patient complications, and the condition of the patient post procedure was good.

Manufacturer narrative:
E1: initial reporter city: (B)(6).